Manufacturer narrative:
Additional information received: it was clarified that the intervention involved relining the stent graft due to suspicion of a type iiib endoleak with the previously placed valiant navion device. The initial tevar was performed for a dissection in the descending aorta that remained after tar+et (total arch replacement with elephant trunk procedure). The underlying dissecting aortic aneurysm remains part of the pre-existing pathology and it is not related to the valiant navion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft were implanted during the endovascular treatment of a approx. 200mm long thoracic aortic dissection, extending from the peripheral area of the false lumen tear (ft) to the celiac artery. It was reported approx. 4 years, 4 months post index procedure, a contrast-enhanced CT scan performed prior to an ablation procedure revealed a suspected type iiib endoleak originating from the stent area at the inner curvature of the descending thoracic aorta. The ablation was performed for atrial fibrillation, which was determined not be related to the valiant navion device. The type iiib endoleak was an incidental finding on the pre-ablation CT scan. The CT also identified a dissecting aortic aneurysm. Early therapeutic intervention was deemed necessary. An endolining procedure using a non-medtronic device was performed on (B)(6) 2025, successfully resolving the type iiib endoleak. Per the physician the cause of the type iiib endoleak is undetermined, however damage to the navion device has been suggested as a contributing factor. The cause of the dissecting aortic aneurysm is unknown. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.